Manufacturer narrative:
Na.

Event description:
The customer complained of three discrepant inr results with three different patients using coaguchek xs meter serial number (B)(4) compared to a laboratory using the stago reagent. Patient 1 was tested by fingerstick and the meter result was 5.6 inr. The venous blood lab test was performed within 7 hours and the result was 3.5 inr. Patient 2 ((B)(6), female, 237 lbs, (B)(6)) was tested by fingerstick on (B)(6) 2018 and the meter result was 4.0 inr. The venous blood lab test was performed within 7 hours and the result was 2.9 inr. Patient 3 ((B)(6), male, 190 lbs, (B)(6)) was tested by fingerstick on (B)(6) 2018 and the meter result was 3.9 inr. The venous blood lab test was performed within 7 hours and the result was 2.9 inr. The patients all have a therapeutic range of 2.0-3.0 inr. Blood was applied within 15 seconds of the fingerstick and a new finger was used for the test. There was no allegation of an adverse event. The patients were not anemic, had no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The patients have not had any diet changes, new illness and no new medications. The patients showed no symptoms of bleeding or bruising. Retention test strips ((B)(4)) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.